Event description:
It was reported that arteriotomy closure was attempted in a mildly calcified left common femoral artery (lcfa) using a proglide device after a carotid stenting procedure. Reportedly, the proglide device was deployed and the knot was completely advanced to the arteriotomy; however, arterial bleeding was still observed. The physician indicated that the reason of the unsuccessful hemostasis was most likely related to the obesity of the patient, who was described as morbidly obese. An 8 fr short sheath (11 cm) was placed in the groin, but it was too short for the anatomical condition of the patient. The sheath was removed, and a longer 8 fr. Sheath (23 cm) was placed instead. When the shorter sheath was removed and replaced for the longer sheath a dissection of the lcfa was noticed. An angiogram was performed and the surgeon observed the dissection and indicated that once the longer sheath was removed and manual compression applied, no further intervention was necessary. The blood flow was expected to be restored to the vessel. The patient did not experience any further adverse event. The access site was described to be mildly calcified and it had been accessed the prior day when a diagnostic procedure was performed. The physician indicated he did not know if the sheath exchange was the only factor that caused the dissection or if the closure device could have caused or contributed to the reported event. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017 - improper or incorrect method/procedure (a femoral angiogram was not performed prior to the procedure). The customer reported that a femoral angiogram was not performed prior to use of the device. A femoral angiogram is required to determine the location of the arteriotomy puncture within the common femoral artery. The femoral angiogram would alert the physician to a too high or too low location, both of which have the potential to result in an adverse patient impact as indicated in the instructions for use. The safety and effectiveness of the perclose proglide device have not been established in patients with ipsilateral arterial access sites punctured and compressed within 48 hours of closure. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded and the return of the device may have assisted in the investigation of the reported event. The observation of the suture deployed but not achieving hemostasis and femoral dissection can be influenced by numerous factors that include, but are not limited to manufacturing, user technique, and/or anatomical conditions. The suture is assembled in the manufacturing area using in-process inspections. Each device is inspected during final inspection including the inspection of the suture, the way it is loaded onto the device, and device damage (particularly guide to sheath; which is the part of the device that is inserted into the vessel) that may interfere with deployment. The device lot is functionally tested for suture deployment as part of lot acceptance. The reported lot met lot acceptance specifications. With the inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, and reported information of a suture delivery without other observations, there is no indication of a manufacturing deficiency. There does not appear that manufacturing of the device influenced the reported experience. Anatomical conditions such as calcification and obesity can interfere with the deployment process. The patient reportedly had mildly calcified vessels and was morbidly obese. It was reported a femoral angiogram was not performed prior to the procedure to verify the vessel location. The IFU states: perform femoral angiogram to verify the location of the puncture site, due to site may be located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). An intimal dissection was reported in the experience. The IFU states: the safety and effectiveness of the proglide device have not been established in patients with vessel of fluoroscopically visible femoral calcium or who are morbidly obese. The unverified vessel location coupled with the vessel calcification and obesity may have caused undue manipulations during deployment and/or procedure which could have caused or contributed to the reported experience of no hemostasis achieved and vessel dissection. There is an indication of user technique and anatomical condition influence on the reported experience. The most likely cause for the report of not achieving hemostasis and vessel dissection is related to the operational context where the device was used. The user not following the prescribed step outlined in the IFU of performing a femoral angiogram, in conjunction with the anatomical conditions of vessel calcium and patient obesity, could have lead to the reported experience. Review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no other similar incidents reported for this lot. Based on the investigation, there does not appear to be any indication of a lot product quality deficiency.